Manufacturer narrative:
H.6. Health effect - clinical code 2208 updated to code 4436.

Manufacturer narrative:
Patient weight: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and aneurysm rupture.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2021 it was reported that the patient's abdominal aortic aneurysm had ruptured. Reportedly an endoleak was suspected. It was reported that there had been significant proximal aortic neck degradation since the initial implant. It was further reported that the patient was experiencing a multitude of medical issues, including cancer and multiple thrombotic issues, that were suspected to have caused the degradation and subsequent endoleak. A reintervention was performed on the same day whereby the previously implanted trunk-ipsilateral leg component was relined using an additional trunk-ipsilateral leg component. It was reported that the patient had a previously implanted fem-fem bypass graft, so the trunk-ipsilateral leg component was the only device implanted. A proximal type I endoleak was confirmed. It was also noted that the patient had positive cultures prior to the reintervention that were not related to the device or procedure, and it was expected that a future explant may be necessary due to the positive cultures. There were no further reported issues. The patient tolerated the procedure.